Event description:
Reportedly, during pt use, it was noticed that the displayed ventilator values for continuous flow and tidal volume were higher than the actual set values. The pt was manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.